Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-tri-cyclen from 2007 to 2012. Concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain ("persistent pelvic pain/ pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), mood swings ("severe mood swings/hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression and anxiety had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Diagnostic results: (B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: psychological or psychiatric problems condition: depression and mental anguish were added. Patient's concomitant medications were added, outcome of the events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced mood swings ("severe mood swings"). In 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/ pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. (B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Previously administered products included for an unreported indication: ortho-tri-cyclen from 2007 to 2012. Concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/ pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 22 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced mood swings ("severe mood swings/hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression and anxiety had resolved and the dysmenorrhoea and genital haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: pfs received. New event heavy bleeding were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain,") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded on (B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia & dysmenorrhea are added. Lot number added. Lab data updated. Concomitant & historical conditions added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced mood swings ("severe mood swings"). In 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/ pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded (B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event severe mood swings reporter added from pfs. Outcome of event menorrhagia, vaginal haemorrhage and dysmenorrhea was added as recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 36-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6)2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Previously administered products included for an unreported indication: ortho-tri-cyclen from 2007 to 2012. Concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included colecalciferol (vitamin d3), oral contraceptive nos, paracetamol (acetaminophen) from 2012 to 2017, retinol and vitamin k nos (vitamin k). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain ("persistent pelvic pain/ pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 22 days after insertion of essure. On 1-may-2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On(B)(6)2012, the patient experienced mood swings ("severe mood swings/hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Previously administered products included for an unreported indication: ortho-tri-cyclen from 2007 to 2012. Concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included colecalciferol (vitamin d3), oral contraceptive nos, paracetamol (acetaminophen) from 2012 to 2017, retinol and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/ pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 22 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced mood swings ("severe mood swings/hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome for the event "heavy bleeding" was updated to recovered from recovering. Reporter added.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 36-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015:transabdominal and transvaginal scans of the pelvis impression: heterogeneous endometrium with questionable 8mm polyp. Recommend sonohysterogram. Complex cysts in both ovaries. Recommend followup ultrasound in 6-12 weeks. Previously administered products included for an unreported indication: ortho-tri-cyclen from 2007 to 2012. Concurrent conditions included vaginal haemorrhage, emotional distress, anxiety, abdominal pain and endometriosis. Concomitant products included colecalciferol (vitamin d3), oral contraceptive nos, paracetamol (acetaminophen) from 2012 to 2017, retinol and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/ pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 22 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced mood swings ("severe mood swings/hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome for the event "heavy bleeding" was updated to recovered from recovering. Reporter added.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain,") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (removal of device and partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.